Event description:
Reporter alleged she obtained a result of 133 mg/dl on the compact plus system at 8:15 am. Reporter stated that she got shaky and fell because of hypoglycemia around 8:30 am. Reporter stated that her son had to treat her with a sausage biscuit and coffee as she couldn't get it on her own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that the drums are gone, so no strips will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.